Event description:
The customer reported that leakage at the smartsite-texium connection has occurred with several continuous fluorouracil infusions. Reportedly this occurs despite the clinician securing all of the connections. Although requested there are no details as to specific patient events. There is no report of any patient or staff harm or medical intervention as a result of the leak.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4)